Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/16/2019.

Event description:
The customer reported a battery failure. There was no patient involvement. The manufacturer's international service technician evaluated the device and confirmed the reported issue. The service technician replaced the battery. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved and the ventilator is back in service.